Manufacturer narrative:
No patient information provided as no patient was involved in this concern. E) initial reporter not known at the time of reporting. The parts was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The unit was tested on the bench and passes checkpoint validation. All ports functioned and communicated. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site received a message that stated "unable to connect please contact it administer." The system had fully booted and was functioning normally and then in the middle of verifying the instruments the message displayed. The site unplugged, re-plugged, and moved through the software, but the message never went away. The camera was not tracking and the main cart was functioning without issue. The site was unable to finish verifying instruments and switched to another navigation system for the upcoming case. A manufacturing representative (rep) went to the site and upon arrival noted that the system was turned off and when turned on the system functioned without issue. The ndi logs were checked and there were only firmware warnings, but none at the time of the issue. The site was using software 1.2. It was noted that the issue occurred during setup and there was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site received a message that stated "unable to connect please contact it administer." The system had fully booted and was functioning normally and then in the middle of verifying the instruments the message displayed. The site unplugged, re-plugged, and moved through the software, but the message never went away. The camera was not tracking and the main cart was functioning without issue. The site was unable to finish verifying instruments and switched to another navigation system for the upcoming case. A manufacturing representative (rep) went to the site and upon arrival noted that the system was turned off and when turned on the system functioned without issue. The ndi logs were checked and there were only firmware warnings, but none at the time of the issue. The site was using software 1.2. It was noted that the issue occurred during setup and there was no patient present.

Manufacturer narrative:
The software investigation determined that they were unable to determine the cause of the reported issue. The camera appeared to be functioning correctly. The searched the code and log files for the observed warning and was unable to find the warnings in either. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site received a message that stated "unable to connect please contact it administer." The system had fully booted and was functioning normally and then in the middle of verifying the instruments the message displayed. The site unplugged, re-plugged, and moved through the software, but the message never went away. The camera was not tracking and the main cart was functioning without issue. The site was unable to finish verifying instruments and switched to another navigation system for the upcoming case. A manufacturing representative (rep) went to the site and upon arrival noted that the system was turned off and when turned on the system functioned without issue. The ndi logs were checked and there were only firmware warnings, but none at the time of the issue. The site was using software 1.2. It was noted that the issue occurred during setup and there was no patient present.